Event description:
It was reported that during a tibia first total knee surgery, it was observed that the distal resection on the femur cut was off 2-3mm while using the satellite station device and base station devices. Additionally, it was reported that the anterior cut was over resected by 1-2mm. It was further reported that the posterior chamfer was over resected and the cut was not flat. It was reported that the trials were loose in flexion and the user changed to manual instrumentation. It was reported that there was an unspecified delay in order to change to manual instrumentation. It was reported that there was no patient harm and the surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Concomitant medical devices and therapy dates, base station device and, (B)(6), 2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the actual device was evaluated. The investigation of the log files found that the reported resections were most likely different from planning due to the identified array movement not being corrected during the procedure. The investigation found the surgeon did not correct for this array movement which would account for the discrepancy found in the femur cut, anterior cut, and the posterior chamfer, and loose trial in flexion. During investigation, there were no defects with the system or software observed. The system and software performed as designed. The reported condition was confirmed. The assignable root cause was determined to be due to not correcting for the femur array movement which lead to the discrepancy in the femoral cuts and loose trial in flexion, which is user error.